Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 1 month after the dental implant and abutment were placed in ada site 7, the implant had not yet integrated. Clinician noted pain and a fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 1 month after the dental implant and abutment were placed in ada site 7, the implant had not yet integrated. Clinician noted pain and a fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).